Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient had a stroke in february and a stroke in march, and when he was in hospital they played around with the stimulator a little and had turned it off for some tests he had. The caller stated that they didn't know if it was working right, as patient was in a lot of pain, it's in his back and down his legs, and the caller had raised it and lowered it and it doesn't help"/loss of therapeutic effect. They said this pain started getting worse "probably 2-3 weeks ago".the caller did not know if it was because of the stimulator or the strokes the patient had. Caller was redirected to the health care provider (hcp) for further investigation. Additional information was reported that the manufacturing representative (rep) and the patient's doctor did not find any problem with their ins.